Event description:
Perclose unsuccessful as stated by md. Perclose to capture sutures. 7f sheath re-inserted into rfa. - pulses in pt and dp noted to be diminished - sheath pulled. Manual pressure applied - distal pulse diminished - pt taken to surgery.

Event description:
As stated in the report, the device was not returned and there was no lot info. Co was unable to perform device inspection or device history record review in this case.